Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). The optic cut in half. Half of one plate haptic and piece of optic is torn off and missing. There was evidence of clear surgical. Conclusions - based on the complaint history, it was determined that it was not due to the lens itself. (B)(4).

Event description:
The reporter stated the surgeon implanted an aa4203tl silicone single piece lens with toric optic in the patient's left eye. The patient was not satisfied/happy with the lens. The surgeon decided to explant the lens and exchange it for another same model with different diopter size, a 15.5/2.0. The lens was removed with no patient injury. Reporter said cause of this event was due mechanical complication due to power miss and not due to the lens itself. No further information.

Manufacturer narrative:
Method: medical review. Results: medical review: os: reportedly the iol (silicone single piece with toric optic) was explanted/exchanged for a different power lens (15se/2cyl) to address refractive error caused by a power miss. No reported loss of bcva. According to the report from the facility, dated on 11/21/2013, patient was not happy with the achieved visual acuity and the doctor decided to address power miss with the lens replacement. They stated that there was no issue with the iol itself. Given all this information the replacement with a different diopter lens was done to satisfy patient preference not to prevent visual impairment. Conclusions: based on the complaint history, the evaluation of the returned product and medical review, the root cause of the event has been determined to be due to a power miss. It was not due to the lens itself. (B)(4).